Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed on a patient with a chicken wing shaped appendage. A watchman access system (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) was successfully implanted in the patient. Two (2) hours post procedure the closure device was found to have embolized into the left ventricle (lv). The patient was sent to surgery where the closure device was removed from the lv and the appendage was ligated. Replacement of the aortic valve during the same surgery to extract the closure device also occurred due to valve damage. The patient remained in stable condition with no further complications reported and was discharged home.